Event description:
It was reported that the recently implanted patient¿s neurologist noticed drainage at the patient¿s neck incision and noted that there may be an infection. The patient was advised to call the surgeon. The patient was referred to the emergency room for treatment by the surgeon, and given antibiotics. The neurologist later reported that the infection was mild and he believed it had resolved. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and the lead prior to distribution.

Event description:
Additional information was received indicating that the patient had facial numbness and swelling that was unrelated to vns stimulation. The patient was referred to the emergency room (ER) and treated. Additional information received from the physician indicated that the infection was mild and he believed it was resolved. The physician believed that the reported facial numbness and swelling was a result of the infection as well.